Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient was admitted into hospital (B)(6) 2015 due to dka, blood glucose of 27-31 mmol/l. She was driven to hospital by a friend as she was unable to take herself. She was treated with IV fluids and insulin. Patient was discharged friday (B)(6) 2015, and began to feel unwell again on saturday evening, resulting in a second admission on sunday. No clear allegation of malfunction. Patient believes the pump and meter caused the hospitalizations. Nothing reported to indicate device reportable malfunction. No indication system performing outside specifications. A request was made for the return of the system, replacement sent.